Manufacturer narrative:
Patient ID reported as (B)(6). Date of event is unknown. The 510k: this report is for an unknown trauma cortex screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent removal of one (1) dynamic hip screw (dhs) / dynamic condylar screw (dcs) one-step lag screw, one (1) 130 degree dhs plate-standard barrel 2-holes/46 mm, and one (1) unknown trauma cortex screw on (B)(6) 2018 due to return of benign neoplasm (tumor) and suspected infection. The construct was initially implanted on (B)(6) 2018. The removal procedure included use of a cement spacer. The procedure was successfully completed with patient outcome reported as ok. This report is for an unknown trauma cortex screw. This is report 3 of 3 for (B)(4).